Event description:
Loss of capture was observed on this lead. Lead was found to have dislodged into ventricle. Date of dislodgement is unknown, but it is believed that the lead may have been dislodged for a couple of months prior to explant. Patient was asymptomatic. Physician attempted lead revision, but the lead was ultimately explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed approx. 16 cm distal to the is-1 connector pin cuts into the insulation, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement and loss of capture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.